Event description:
It was reported that on unknown date, the patient underwent an unknown surgery. The surgery was completed successfully without any surgical delay. After the surgery, the patient got infected. The implant will be removed. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.